Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019, information was received from an healthcare professional (hcp) regarding a patient receiving hydromorphone (15 mg/m l, 10.928 mg/day) and bupivacaine (2.8 to 3 mg/ml, 2.0399 to 2.1856 mg/day) via an implantable pump for non-malignant pain. Information received reported a motor stall was seen at initial interrogation. The patient had a recent magnetic resonance imaging (MRI), but the pump was never checked post MRI. The MRI occurred on (B)(6) 2019. Several alerts were seen when the pump was interrogated on (B)(6) 2019. A motor stall occurred due to the MRI on (B)(6) 2019 with no recovery noted. A low reservoir alarm occurred (unknown date) and an empty reservoir alarm occurred on (B)(6) 2019at 1:34pm. The reporter was not with the patient at the time of the call, and inquired about the next steps. There were no reported symptoms. No further information was provided.